Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the iol was noted to be damaged during insertion. The incision was enlarged to facilitate removal and replacement of the iol. Additional information has been requested.